Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4). Product family: scs-lead fixation; upn: m365sc43160; model: sc-4316; batch: 26210248.

Event description:
It was reported that the patient had an infection with symptom of drainage at the midline site. The physician believed that the infection was not procedure or device related. The patient underwent an explant procedure and was placed with antibiotics. The explanted leads and clik anchor will not be returned.